Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center monitor turned black and lost the image for a few seconds, there was an error code 217 (scope ID error). The issue was found during a therapeutic procedure which was completed with the same device. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d1, d2, d4 d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.